Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -7.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. The lens was later exchanged for a toric lens of the same length and the problem resolved. Cause of event was unknown.